Event description:
A malfunction alarm was reported by the caller regarding the pump. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer with a pump reset, after which the malfunction code did not recur, allowing the customer to continue using the pump.